Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The blood glucose reading was 1.4 mmol/l. The customer's low blood glucose was treated by emergency medical services but was not hospitalized. It was reported that the customer was not eating and was not wearing the sensor. The customer declined to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.